Manufacturer narrative:
Investigation summary: one sample (model # 20039e) and two photos were returned by the customer. It was reported the smartsite extensions will not prime/flush. The photos show the sample inside its packaging. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water to confirm an open fluid path. The fluid path of the sample was open and was able to be flushed. The failure was unable to be replicated in the samples. A device history record review for model 20039e lot number 20125584 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 04dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA # (B)(4) (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues during use. The following was reported by the intial reporter: "it was reported the smartsite extensions will not prime/flush. Verbatim: my staff have reported that some of the IV smartsite extensions will not prime/flush. I have attached a picture of a device that would not work for a nurse on friday. Per customer email response: yes 1 sample, but staff say this has happened multiple times. I was just able to get them to save this sample. Correct, it was not used on a patient because it would not flush. Thanks!"